Event description:
It was reported that the needle 25g 5/8in had pierced through the shield and stuck the user after they had opened it up during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "too thin needle cover is easier to been broken" "while the user would like to take away the needle cover, he was stuck by needle. The needle cover is too thin so that needle puncture through needle cover."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2020. H.6. Investigation: two photos, one representative sample, and one actual sample were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the needle pierced through the shield in one of the photos. When inspecting the samples the needle was not pierced through the shield in either of the samples; however, during further examination on the needle shield of the sample attached to the syringe without packaging, a marking was found that looked like where the needle could have pierced the shield. Therefore, it is likely that the needle was taken out from the shield and capped properly back. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. Needle pierced through needle shield could have occurred during the shield insertion station. There would be spin off parts laying on the track which may result in the indexing rack to be out of position due to production the technician not performing proper housekeeping of parts at all corners. This may have caused the shield to be misaligned to the hub and the needle may have pierced through the shield during assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25g 5/8in had pierced through the shield and stuck the user after they had opened it up during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "too thin needle cover is easier to been broken". "While the user would like to take away the needle cover, he was stuck by needle. The needle cover is too thin so that needle puncture through needle cover."